Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported event of no communication was not confirmed in the laboratory. The device was able to communicate properly with programmers on the bench. It is suspected the reported use of the lead caused the telemetry anomaly observed in the field. The device's functionality was tested on the bench, and found to be normal.

Event description:
It was reported that the patient had a lvad implanted and telemetry could not be established with the device. Hence, the device was explanted.